Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the hcp explanted the ins because it was not functioning, but the leads remained implanted. No further complications were reported.